Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: investigation revealed cracks in the battery compartment. There was evidence of moisture found in the battery compartment. Leak testing revealed a battery compartment leak. The pump casing was opened and no additional moisture was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery compartment was damaged and there was moisture/corrosion in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.